Event description:
It was reported that the patient with this recently implanted pacemaker system experienced unspecified symptoms the day after the initial implant. Information from the field was received indicating that the patient had a lead revision procedure shortly after the initial implant. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that the patient with this recently implanted pacemaker system experienced unspecified symptoms the day after the initial implant. Information from the field was received indicating that the patient had a lead revision procedure shortly after the initial implant. No additional adverse patient effects were reported. This lead remains in service. Additional information was received from the field indicating that the lead was explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.